Event description:
It was reported that "the growing prosthesis collapsing, will not hold length. Oil like substance leaked from piston. All the tissue turned black around patella".

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.